Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the heartmate ii pump was exchanged to heartmate 3 for suspected thrombosis and low flows. Thrombus was noted inside the inflow conduit. It was reported that the patient need an emergent pump exchange on (B)(6) 2022. The patient had a sudden pump stop. There was no flow and the speed was 0. It was stated that the night before the patient was stable at a speed of 5700 rpm. It was attempted to restart the pump, but power would go up to 20 watts and would not restart. The controller was changed in the ICU, but there was no change. The patient went on extracorporeal membrane oxygenation (ECMO) and emergently to the operating room for a pump exchange. The history was looked at on the primary controller. It looked like nothing prior to the pump off, low flow, low speed advisory, left ventricular assist device (lvad) fault, low voltage and power cable disconnected. The power was 29. It was suspected ingested thrombus and it couldn't pass through and pump power went really high because there was something in the rotor and then stopped. When the chest was opened a lot of clot around the pump was removed. The event log file recorded events of high current faults, magnetic centering faults, and rotor displacement faults. These events indicated an issue with motor controller and the motor not being able to maintain levitation and magnetic centering. The motor was unable to maintain its set speed during these events. The recorded actual speed was 0 rpms during some of these events of this history. The patient was currently stable in the ICU post controller exchange. The patient was placed on right ventricular assist device (rvad) as well. Related manufacturer report number of heartmate 2: 2916596-2022-11816.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events were confirmed in the evaluation of (B)(6). The engineering investigation revealed an issue in the microcontroller unit (mcu) random-access memory (ram) of the analyzed pump (B)(6). From the conducted analysis, it can be concluded that there is a cell damage in a part of the ram which could have resulted in the pump stop events and pump startup issues. A specific cause for the damage could not be conclusively determined through this investigation. (B)(6), was returned with the pump cable severed approximately 17¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The outflow graft (ofg) was attached to the pump cover outlet port and the outflow graft bend relief was disengaged. The apical cuff was not returned. Visual inspection of the rotor revealed circumferential scratch marks around the base and shroud. Matching scratch marks were also observed in the rotor well. The observed scratch marks appeared consistent with the rotor instability events observed on the log files. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Electrical continuity testing of the pump cable was performed which did not reveal any discontinuities or shorts. The pump was connected to a mock circulatory loop in order to retrieve the lvad log files. When the pump was started following the download, the rotor was unable to levitate. The data recorded during the testing appeared consistent with the data record during the reported event. The pump was sent for further investigation of the internal motor circuitry at the abbott zurich facility. After analyzing the microcontroller (p/n (B)(4), software variables, an issue in the rotor angle calculation was identified. Damage in the microcontroller flash memory could be excluded. Therefore, it can be concluded that there is a cell damage in a part of the ram memory, where one of the following variables are stored or calculations are performed: arc tangent look-up table, arc tangent function or any variable that is used to calculate the rotor angle. The submitted controller event log file captured the pump off for most of the file, and despite several lvad restart requests, the pump speed only reached as high as 2500 rpms. Pump power was elevated throughout the entire file, ranging from 0-29.3 watts. Lvad faults included high current faults, magnetic centering faults, and rotor displacement faults. These events indicated an issue with motor controller and the motor not being able to maintain levitation and magnetic centering. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03may2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C outlines all system alarms, including the pump off alarm, and the recommended actions associated with these events in the alarms and troubleshooting section. No further information was provided. The manufacturer is closing the file on this event.